Event description:
It was reported that during an unknown procedure, the jaw is not opening after two firing of clips. Unknown how case was completed. There were no adverse consequences for the patient. Additional information has been requested:

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.